Manufacturer narrative:
Result = the complete manufacturing and material records for the subject valve were retrieved and being reviewed by quality control at sorin group (B)(4). Histopathological evaluation will be conducted, if explanted valve is returned. Device still to be explanted.

Event description:
The manufacturer was notified on (B)(4) 2015 that a patient who has mitroflow valve (lxa, size 21) implanted in year 2012 was admitted to the emergency on (B)(6) 2015;. And was hospitalized at the cardiology ICU ((B)(6) 2015); then in cardiology ((B)(6) 2015) for acute hypertensive lung edema highlighting a degeneration of aortic bioprosthesis after 2 years. The bioprosthesis was implanted following a tightened calcific aortic stenosis in 2012. The patient was put under noninvasive ventilation. It was decided to replace the aortic valve and to transfer the patient to another hospital pitié-salpêtrière. The re-operation is scheduled on (B)(6) 2015.

Manufacturer narrative:
Correction - correction to wording in description to "transfer of the patient to hospital was scheduled on (B)(6) 2015."